Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention ; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol composix l/p (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1). On (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol composix l/p(device #2). Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch(device#1) and the composix l/p (device #2). The attorney alleges patient experienced emotional distress and the device was defective.